Event description:
It was reported that revision surgery was performed due to backing out of a uniplate screw. It is not known if the uniplate plate caused or contributed to the event. The surgeon removed the screw, plate, and two concomitant device screws and did not re-instrument. This medwatch report is being filed for the screw that is reported to have backed out. See mfg medwatch report no. 1526439-2014-11286 for the uniplate plate that was involved in this event.

Manufacturer narrative:
The complaint sample is not available as it was discarded. A review of the device history record could not be conducted as the device lot number is unknown. Although the product code was not identified, the product was described as being a uniplate screw. A 12 month review of the complaint trend analysis for the uniplate device family noted that there were no other complaints reported for this device family. Without a product sample or x-rays we are unable to confirm the reported issue or identify the root cause. However, it is possible that the locking cam of the uniplate plate involved in the complaint (see mfg medwatch report no. 1526439-2014-11286) may have not been fully engaged over the screw or the trajectory of the screw may have been greater than 15 degrees, both of which may result in screw back-out. No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As this is a required field, the alert date has been entered in this field. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.